Event description:
It was reported that the user accessed the ilet fill tubing screen and dispensed approximately 3.3 units of insulin while still connected, after which the cartridge was removed from the device instead of disconnecting the infusion set as instructed. Blood glucose dropped to 46 mg/dl and recovered to 89 mg/dl after the user treated with oral glucose. Symptoms included hypoglycemia, distress, and shaking/ tremors. Outcomes included self-treatment with oral carbohydrates and education, with glucose rising to approximately 120 mg/dl and insulin delivery subsequently resumed, without hospitalization or medical intervention beyond oral glucose. Investigation included customer care troubleshooting and education on proper disconnection and navigation out of the fill tubing screen. Investigation of this case revealed user error related to inappropriate activation of fill tubing while connected and improper removal of the cartridge, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was use error due to inadequate adherence to labeling and training.